Manufacturer narrative:
H4: the lot was manufactured between november 9, 2023 - november 13, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and it showed residual fluid inside the device bladder which suggested a possible underinfusion. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused chemotherapy during patient infusion. The expected therapy time was 46 hours; however, the pump had approximately 10% of volume remaining. The device contained 5000mg fluorouracil and sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.